Manufacturer narrative:
Results of investigation: technical marketing reviewed the incident with the biomed who reported it. He was not aware of the purpose of the "pacer output low" message. He believes that the medical staff is also not aware. He was directed to the codemaster operational checks booklet, m1722-93920, 12/94 edition and reviewed the recommended steps. He will locate their copy locally. Confirmed with the biomed that the unit was operating normally and as designed during the incident. He has verified operation of this unit and has duplicated this behavior on a second machine. Described to him the purpose of the message is to alert staff to an increase in the impedance of the complete patient connection: pads, pads cable, pads cable connectors, and not to limit themselves to checking pads only. The biomed acknowledged that this may be useful in some areas but that their hospital is more familiar with the behaviour of (other mfrs') instruments which simply provide "pads off" message at pacer shutdown in similar circumstances of high impedance. Co verified performance of unit. Internal diagnostics, external defib test and external pacer test all ok. Recommended to customer that unit be placed back in-service. Conclusion: review of the incident with the biomed and subsequent testing of the defib revealed that it performed as expected during the code. The source of the problem was increased impedance in the patient circuit, possibly as a result of loose pads or poor skin preparation. The defib has been thoroughly tested and returned to service in the hospital.